Event description:
It was reported that after the implant of an insertable cardiac monitor (icm) that the device was unable to be interrogated with bluetooth and magnet. The physician elected to explant and replace the icm. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was unable to establish ble telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion to be premature. The interrogation anomaly noted in field was due to device battery depleting to eol level. Accelerated depletion of battery was due to high current in the hybrid. The anomalous component on the hybrid could not be determined.